Event description:
It was reported that the needle was difficult to extend. A leveen needle electrode 2.0/17/15 was selected for use in a radiofrequency ablation procedure, to treat the liver. During the procedure, a needle was inserted and attempted to deploy close to the lesion. However, the handle was too tight to be used, even though it was tried again. The procedure was completed with another of the same device. The patient was in stable condition and no complications occurred.

Manufacturer narrative:
Device eval by manufacturer: the device was returned with its respective radio frequency ablation electrode cable, and no damages were observed. Functional inspection was performed, and the handle was extended and retracted, and the needle/tines could be activated without any problems.

Event description:
It was reported that the needle was difficult to extend. A leveen needle electrode 2.0/17/15 was selected for use in a radiofrequency ablation procedure, to treat the liver. During the procedure, a needle was inserted and attempted to deploy close to the lesion. However, the handle was too tight to be used, even though it was tried again. The procedure was completed with another of the same device. The patient was in stable condition and no complications occurred.